Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the bile duct during a biliary stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon could not be deflated, which caused difficulty when withdrawing the catheter through the endoscope. Reportedly, the catheter was removed from the patient's body together with the endoscope. The physician then cut the catheter with scissors at the part which was protruding from the tip of the endoscope and the balloon was found to be deflated. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event.